Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that the transducer displayed an intermittent usacquisitionhw_40_0 error when it was connected to the ultrasound system. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. During the investigation, the leakage test failed due to a hole in the articulation sleeve. The most probable root cause is the quality of the articulation sleeve material (liguid infiltration in through a hole in the articulation sleeve). The articulation sleeve material inspection and rework has been in place since november 2015. A change to the articulation sleeve material has been in place since september 2016.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.